Manufacturer narrative:
The distributer performed a checkout of the equipment and confirmed the reported complaint. Alarms were caused due to a leak in the expiratory flow sensor. The flow sensor was replaced, and the unit was returned to service. No report of patient involvement.(B)(4).

Event description:
The hospital reported that during pre-use checkout the unit alarmed "exp reverse flow" & "vt not achieved" in vent mode, preventing mechanical ventilation. There was no report of patient involvement.